Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customers had been experiencing elevated blood glucose (bg) level above (300 mg/dl) the customer took a bolus via the pump to stabilize bg level. During fill tubing, it was observed that drops of insulin were exiting the tubing slower than usual. The customer changed supplies and the customer was able to see drops coming through the end of the tubing.